Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there are blood glucose readings were low. Customer also states that they are having skin irritation and they have an infection which is diagnosed as diabetic olser's. The blood glucose reading is 192 mg/dl. Nothing further reported.